Event description:
Information regarding the explanted device notes that the patient was admitted to the hospital for syncope with documented as ystole. Tests taken while patient was asleep noted long pauses on the telemetry monitor. The intrra- cardiacs showed lack of capture. It was noted that the patient was pacemaker dependent and had a shallow right ventricle. T here was difficulty getting the lead to stay in place during the original implant.